Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this that this right ventricular (rv) lead was exhibiting poor amplitude readings and sensing issues. The device has been tested but no root cause was determined. The device may exhibit undersensing and overpacing due to the tests that were performed. The device remains in service. No additional adverse patient effects were reported.